Manufacturer narrative:
The customer's biomed advised on (B)(4) that they have been unable to duplicate the reported problem. They have contacted maquet service and the evaluation has not been completed at this time. We are following up for additional details regarding the conclusion of the evaluation. A supplemental medwatch form will be submitted when additional information becomes available.

Event description:
During an in-service training session, the company representative observed that the iabp shut off three times during the autofill. No pt was involved.